Event description:
It was reported via repair work order that the footend lift would drift due to worn nylon glides/nuts. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.